Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Event description:
A complaint was received regarding a 41 inches or 104 cm appx 4.7 ml, 15 drop admin set with bag hanger, rotating luer that experienced no flow during use on an unspecified date in august. It was reported that the secondary IV piggyback is either not running or only partially completing even when the primary bag is lower than the secondary, all clamps are open and flowing and the pump is programmed correctly. Staff have found that in order to make it continue to pull from the secondary bag, they have had to hang the primary bag lower (use two of the blue hangers instead of just the one). The event occurred over the span of 1-2 weeks starting mid-august and it occurred during use on a patient. A few instances therapy was delayed due to pre-meds not being fully administered.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.